Event description:
Customer reported that one of the buttons did not respond when it was pressed. Customer's blood glucose was 130 mg/dl range. Customer stated the device has been working fine after that. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.